Event description:
During a patient call, the autopulse lifeband (lot# 184028) did not retract to size the patient, and hinged belt guards failed to secure it to the autopulse platform sn (B)(6). The area on the back of the platform, where the lifeband is attached, was observed to have physical damage and the lifeband could not snap securely to the autopulse platform. In addition, the lifeband twisted during the sizing of the patient. The platform worked for two minutes; however, it stopped without displaying any error messages. The crew switched to manual CPR. There were no consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the damage on the back of the autopulse platform sn (B)(6) did not allow the lifeband to snap securely to the autopulse platform was confirmed during the visual inspection. Visual inspection revealed a damaged bottom enclosure. As a result, the lifeband cover plate locking tabs could not attach securely. The observed physical damage appears to be the characteristic of user mishandling. The bottom enclosure needs to be replaced to address the reported complaint. The customer reported a secondary complaint that lifeband would not size the patient correctly was confirmed during the archive data review but not during the functional testing of the platform. Based on the archive, the platform stopped twice due to the fault 16 (timeout moving to take-up position), the autopulse did not achieve the target depth for take-up within the specified time (~5 secs). The fault 16 was not reproduced throughout the testing. The brake gap and drive train motor were checked for corrosion, and no malfunction was noted that could have caused the fault. No device malfunction was observed during testing, and the platform functioned as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Fault 16 indicates that the autopulse did not achieve the target depth for take-up within the specified time (~5 secs). This advisory can happen when the lifeband is not securely closed; the brake gap is too small; a defective drive train (slipped bushing); or the brake has corrosion caused by high humidity. The recommended action for this type of user advisory is to press restart. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed.

Event description:
The customer reported that the lifeband did not snap into the autopulse platform (sn (B)(6) as the area where the lifeband is attached was observed to have physical damage. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.